Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: the pump display screen was observed to be dim and discolored with a pinkish display. Unrelated to the display issue, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored. This report is made based on the results of evaluation completed on (B)(6) 2015.